Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p implanted: (B)(6) 2015; dtma1d4 crt-d implanted (B)(6) 2018; 4592-90 lead implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2018; 6935m62 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high undefined pacing impedance with no r-waves observed. The lead remains in use. No patient complications have been reported as a result of this event.